Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. No noise was observed. Technical services (ts) was consulted and discussed programming and troubleshooting options with the health care professional (hcp). At this time, the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. No noise was observed. Technical services (ts) was consulted and discussed programming and troubleshooting options with the health care professional (hcp). At this time, the device system remains in service. No adverse patient effects were reported.